Event description:
It was reported that the system failed during testing. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed the device was missing sticker seal. The event history log recorded medium alarm displayed: loss of power occurred while running and loss of power occurred while running. The technician performed functional check, non-disposable alarm (nda) testing of pump as per procedure. The reported issue was duplicated in that system failed. The root cause of the reported issue was found to be defective optical cam flex. The technician replaced optical cam flex, tight loose latch handle and re-cal occlusion sensor.